Event description:
It was reported the patient's blood glucose level rose to 281 mg/dl (15.6 mmol/l) while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site on the abdomen, the pod's cannula was found bent. The patient also mentioned the cannula was causing pinching and discomfort at the infusion site. Additionally, it was reported the pod site had a bump and the patient noticed the smell of insulin. There was no mention of treatment. The faulty pod was disposed of.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: dexcom g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.